Event description:
It was reported that during a radial harvest procedure the blade broke off. The blade was retrieved from the patient. A second device was pulled to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade in good visual condition and not broken as it was reported. During further visual inspection it was noted that the clamp arm was detached from the device and it was not returned. The device was partially tested with a generator and it performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.